Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal to distal right coronary artery (rca). The vessel was predilated with multiple non bsc balloons. A taxus express2 3.0x24mm drug eluting stent was implanted in the proximal to middle rca. The physician then attempted to implant a taxus express2 3.0x16mm drug eluting stent in the distal rca but was unable to cross the lesion. The lesion was again dilated with a non bsc balloon and the physician was still unable to cross the lesion. The device was removed and the physician noticed that the proximal edge of the stent had lifted up. The procedure was completed with a new taxus express2 3.0x16mm drug eluting stent. No patient complications occurred. Patient status is satisfactory.